Event description:
A thoratec vad (ventricular assist device) being used for left ventricular support developed an air leak from the blood pump case assembly, about 6 weeks post-implant. The leak was stopped by securing the case with elastoplast dressing, umbilical tape, and bone wax. When the pump is explanted, it will be returned to thoratec for failure investigation.